Event description:
Report rec'd by co sales rep. She was informed as follows: approx 3 weeks ago, during a code situation, a bag of dobutamine was mixed. The bag was spiked and primed. Later, users realized that there was no latex port on the lowest y-site. The solution came out of the port onto the bed and was not delivered to the pt. Another bag and set were prepared. The customer was concerned that this situation caused a delay in treatment, but stated that they did not feel the delay contributed to the death of the pt. The account was "not comfortable giving out any further info related to this issue".